Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and noticed that tremors began to return beginning (B)(6) 2011. It also was reported that the stimulator "act(ed) like it (was) trying to turn all day" and that the patient experienced intermittent tingling in the fingers and on the side of the face. It was indicted by the health care professional that there was no patient injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.